Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller got a reading of 289 with confirm and within 5 minutes 128 with liberty. Got a variance of 56% and he also mentioned that he got a reading of 317 later on. He decided to go to the doctor because he was having symptoms of blurry vision and ear ringing. He treated himself by taking 500mg more of his diabetes medicine. He said he got a reading in the 120's at the doctor's office. I explained the proper stroge techniques and told him to give us a call back to teach him how to do a control solution test. Controls not used. Replacing product.